Event description:
During an elective replacement procedure, it was not possible to fixate the old lead into the header of the replacement device. The replacement device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to connect was reported to abbott and confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.